Manufacturer narrative:
(B)(4). The product is not available for evaluation and will not be returned. If additional information is received a follow-up report will be submitted. The device history record (DHR) for the lot was reviewed and no anomalies were observed. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The physician noted bleeding after biopsying with the gencut coring tool. The patient became hypoxic. Cold saline and a coagulant were administered and the bleeding stopped. The patient was hospitalized and stable. If additional information pertinent to the incident is obtained a follow-up report will be submitted.